Event description:
On (B)(6) 2010, pt reported experiencing an air bubble in her insulin cartridge. Had pt disconnect the infusion tubing from the infusion set and prime until the air bubble was no longer visible. Had pt attach a new infusion set to the infusion tubing and prime through the tip of the needle. Pt reported, she was able to attach the infusion set to her skin and placed the infusion device into run mode. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged product for evaluation.